Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code e0129 sensitivity of teeth.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was 42 mg/dl and the patient did not check a bg reading at that time. She drank three and half glasses of orange juice and afterwards, her whole body started tingling and her upper teeth were hurting. She had a panic attack. She called 911 and went to the hospital. They checked her readings at that time the cgm was still 42 mg/dl and her bg was 420 mg/dl. She was given saline drip and stayed at the hospital for 6 hours then went home feeling okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the d zone of the parkes error grid at the hospital. No additional patient or event information is available.